Event description:
It was reported that there was an issue with a pump's quick bolus/wake button, which was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact on the customer's blood glucose level. The customer, after instructions from technical support, attempted several troubleshooting steps, including confirming the pump was not plugged into a power source, pressing the button firmly, and removing the pump from its case, but the problem persisted. The customer will continue using the pump for insulin therapy.